Event description:
This ra lead was implanted on (B)(6)2003 and was explanted on (B)(6)2012 due to low impedance (210-230 ohms), noise on a-egm, non-capture noted poor sensing (0.9-0.4mv). The physician was dr.(B)(6) at (B)(6)medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).